Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of tip separation. Based on the condition of the returned unit, the reported event was caused by a material change, which made the device more susceptible to uv light. The probability and criticality of harm resulting from this failure have been reviewed and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented material and process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: embolectomy. The catheter broke during treatment. The doctor didn't feel a lot of resistance when removing catheter. Please refer to enclose for pictures and videos for this event. Patient status: no patient injury. Type of intervention: unknown.